Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip was torn and separated from the mcs instrument. The tip fell into the patient¿s anatomy and was retrieved during the same procedure. The procedure was completed with a backup product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip were inspected prior to use with no damage observed. The customer confirmed that no arcing was observed. Fragment was retrieved by another instrument during same procedure and was confirmed with visual inspection. No additional surgical procedure and/or post-operative tests were performed. The surgeon did not notice any issues with the functionality of the mcs instrument. The instrument was in use for more than an hour and did not collide with any hard materials or other instruments. The surgeon did not find any difficulty in removing the instrument and mcs tip. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Neither the instrument nor the cannula had other damage after the event occurred. The mcs instrument had no issue and would not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged monopolar curved scissors (mcs) tip that fell into the patient, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it had not been received as of the date of this report. If the product is returned (post-failure analysis evaluation) or additional information is obtained, a follow-up MDR will be submitted. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip was torn and fell into the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.